Event description:
Patient had implantation of mid urethral sling approx 2 years ago predominantly for stress incontinence and intrinsic sphincter deficiency. Approximately 7 months following the procedure, patient experienced 0.5 cm of exposed white mesh directly behind urethral meatus. Due to continued mesh erosion, patient recently returned to surgery for " removal of mid urethral sling contasure remeex sling and controller box."